Manufacturer narrative:
Evaluation of the product confirmed the presence of a leak from the small chamber perimeter seal. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician's' prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Event description:
A report was received on (B)(6) 2024 from a healthcare professional at a critical care facility stating dialysate bags broke when initiating renal replacement therapy on (B)(6) 2024. There was no report of adverse impact to the user or patient. New information was received on (B)(6) 2024 following engineering evaluation which confirmed the leak was due to a product malfunction.